Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported a blank display on the insulin pump. The customer also reported that the insulin pump had not been in use for a long time. The reported that they would clean the contacts on the battery compartment of the insulin pump and would call should the issue persist. No additional information was provided.